Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the smart coil would neither advance nor retract from its initial position within the introducer sheath. Therefore, the smart coil was removed. While attempting to use another smart coil, it was reported that the wide neck of the aneurysm could not hold the smart coil without use of a stent. Therefore, this smart coil was removed and the procedure was aborted. The patient was administered medications (plavix and aspirin) and sent home and is scheduled to return in one month for placement of a stent and additional coils. There was no report of an adverse effect to the patient.